Event description:
Additional event information received. Primary operative notes (B)(6) 2020 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Clinic notes (B)(6) 2020 indicate the patient presented with lack of right knee extension and a stage 1 blister on the back of her heel that appears superficial and not infected. The knee surgical incision is noted to be healing well. There is a palpable defect where the patella tendon should be and the patella is riding high. Radiographs reveal patella alta. Patella tendon rupture is identified. Operative notes (B)(6) 2020 indicate the patient received a right knee arthrotomy, open repair of the patellar tendon rupture. Findings include avulsion of the patellar tendon from the inferior pole of the patella and significant osteoporosis. The procedure was completed without indication of complication by the surgeon. Clinic notes (B)(6) 2020 indicate the patient is status post right knee patellar tendon reconstruction, doing well.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the bone disorder, joint instability. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical adverse event received for patellar tendon rupture: extensor mechanism insufficiency. Event is serious and is considered moderate. Event is probably related to device and is possibly related to procedure. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2020, (right knee). Treatment: surgical arthrotomy with repair of ruptured patellar tendon on (B)(6) 2020 (no products were revised).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: added: h6 (patient codes). H6 patient code: no code available (3191) used to capture the tendon rupture and joint injury.